Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of the growth curves for the hbv reactive samples showed non-sigmoidal curves with late cycle threshold (CT) values, which met the criteria for calling the samples reactive. However, subsequent resolution testing and repeat testing of the samples yielded non-reactive results. Potential causes for the unexpected reactive result include low-level contamination, a sample near the limit of detection for the assay, or non-specific amplification. No product-related issues were identified during the investigation, including batch trend analysis, product release review, stability review, and internal non-conformance review. The donation associated with the reactive hiv result was discarded and destroyed.

Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The customer's standard workflow involves testing primary pools of six samples (pp6). If a pp6 is reactive, resolution testing is performed on individual samples (resp1), and the resp1 result is considered final. In this case, a pp6 was reactive for hepatitis b virus (hbv). Resolution testing of the individual samples (resp1) was non-reactive for hbv, which was considered the final result. No allegation was made regarding hbv testing. During the resolution testing, one individual sample (resp1) was reactive for human immunodeficiency virus (hiv). The sample was repeated on a different line and was non-reactive. An archived sample from the same draw was also tested and was non-reactive. A new sample collected on (B)(6) 2020 was tested in triplicate, and all results were non-reactive. The sample type was plasma. The donation associated with the reactive hiv result was discarded and destroyed.